Manufacturer narrative:
The user facility stated the transfer cart was not properly lining up with the amsco 5052 washer and the employee subject of the reported event attempted to jam the rack into the washer during the loading process. The employee injured her shoulder in the process, however did not seek medical treatment. A steris service technician arrived on site to inspect the unit and identified that the user facility had 4 transfer carts for use with 4 different amsco 5052 washers. The technician found that the employee subject of the reported event had used the improper transfer cart for loading the unit at the time of the reported event. The technician tested the unit and confirmed it to be operating according to specification. A steris account manager provided in-service training with the user facility on the proper usage of the amsco 5052 washers and transfer carts on 11/3/2017. No additional issues have been reported.

Event description:
The user facility reported an employee was injured while loading their amsco 5052 washer with a transfer cart. No medical treatment was sought or administered.